Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced spasm over the implantable neurostimulator (ins) site. The device was reprogrammed and fluoroscopy was used to check the lead. It was noted that impedances were high; there was a suspected lead fracture. The pt was referred to a neurosurgeon and scheduled for a revision on (B)(6) 2010. The pt did not show up for surgery and the case was canceled. It was unk how the pt was going.